Manufacturer narrative:
The customer returned the suspected contour next test strips (lot # 8mpeb06a). The contour next one meter used along with the test strips was not returned. An in-house contour next one meter was tested with the returned test strips, which gave e8 and e20 errors. E8 is indicative of strip or test errors and e20 is indicative of testing error. E20 errors were investigated to reveal an expanded code of d0, which indicates a testing error due to high background current errors. This occurs when the test strips are compromised. The customer's returned test strips were observed under microscope. They were found to be compromised when compared to in-house retained strips of the same lot. There was evidence of exposure to moisture, fibrous debris which may be indicative of the test strips not being stored in the original vial and white hazy residue covering all of the strips. The condition of the strips would be consistent with e20 errors. The in-house meter was tested with in-house test strips from lot # 8mpeb06a, which gave satisfactory performance. Additionally, the customer's test strips were tested using an in-house reference meter, which confirmed the high background current seen with test strips. The cause of the event was related to test strips not being stored properly and/or exposed to a contaminant. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The customer from (B)(6) reported that he obtained a blood glucose reading of 19.9 mmol/l on his contour next one meter. He performed a repeat testing on a non-ascensia meter and obtained a reading of 7 mmol/l. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.